Manufacturer narrative:
Citation: vijayakumar n et al. Successful use of protek duo cannula to provide veno-venous extra-corporeal membrane oxygenation and right ventricular support for acute respiratory distress syndrome in an adolescent with complex congenital heart disease. Perfusion. 2020 may 27;267659120923880. Doi: 10.1177/0267659120923880. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old caucasian male patient (weight (B)(6) kg) with a history of tetralogy of fallot, pulmonary atresia, multiple aortopulmonary collaterals, and a 20 mm right ventricle-to-pulmonary artery homograft conduit who underwent implant of a medtronic melody transcatheter pulmonary valve (unique device identifier number not provided). Despite melody implant and prolonged vasodilator therapy, the patient¿s left ventricular function declined and pulmonary insufficiency worsened. While awaiting heart transplantation, the patient continued to have worsening heart failure. Consequently, a left ventricular assist device was placed. Three days later, the patient developed acute respiratory distress syndrome and seven days afterward was placed on veno-venous extracorporeal membrane oxygenation (ECMO) support. The patient was decannulated after 57 days on ECMO. Post-decannulation echocardiogram showed preserved integrity of the homograft conduit and melody valve. Approximately one week later, a tracheostomy was performed, and the patient was weaned off ventilatory support while receiving rehabilitation. The patient¿s ventilatory requirements were gradually reduced and was transitioned to continuous positive airway pressure support through the tracheostomy. Approximately six months later, the patient was discharged home and is awaiting a heart transplant. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that he and his co-authors did not think the adverse effects (left ventricular dysfunction, worsening pulmonary insufficiency, and worsening heart failure that necessitated left ventricular assist device placement) were related to the melody valve. H6. Device code (fdd/annex a). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.